Manufacturer narrative:
Date of event: unknown. The ad had been use for this field. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 6228542 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had red cell hang up. No serious injury. No medical intervention.